Manufacturer narrative:
The subject device will not be returned to olympus medical system corp. (Omsc) for investigation. Omsc has not finished the investigation yet. The exact cause could not be conclusively determined at this time. This report will be supplemented as soon as the investigation is completed.

Event description:
During a hysterectomy, the subject device was used. In the procedure, the pin of the grasping section was broken off and fell into the patient. The fragment was retrieved. The procedure was completed with another device. There was no patient injury reported. This is the report regarding the breakage of the pin.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. This type of the event is most likely related to the operator's technique. Based on the past similar cases, it was known that the pin was damaged since the fully opened grasping section received an excessive load in the opening direction. The instruction manual of the device has already warned as follows; *if excessive force is applied to the grasping section or the probe tip, the handle could be damaged and the probe cannot be opened or closed. If the handle gets damaged, do not use it.